Event description:
During percutaneous coronary intervention (pci), leakage occurred. As reported by the affiliate, this pt presented to cardiac catherization unit for treatment of 1-vessel disease. Percutaneous coronary intervention was performed on a 90% occluded lesion in the proximal left circumflex. The vessel was moderately calcified but not tortuous. A 6f mach1 cls3.5 guiding catheter was engaged to the target lesion and a balance guidewire crossed the target lesion. Then a 2.5x13mm cypher stent was delivered to the target lesion. There was no difficulty delivering despite the moderate calcification. Negative pressure was applied to implant the cypher stent and blood flowed back to the proximal end of the stent delivery system. Therefore, the physician removed the device from the pt, including the stent. Plain old balloon angioplasty (poba) was conducted instead on several occasion with the same balloon used during pre-dilatation. The procedure was successfully completed. There was no injury reported to the pt and the device will be returned for analysis. In addition, the device prepped as it should before the procedure and appeared also appeared normal before use.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. It is also available for testing and evaluation but the engineering report is not yet available. Add'l info received will be submitted within 30 days upon receipt.